Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experienced an elevated blood glucose (bg) level of 527 mg/dl; cause was unknown. Reportedly, the customer gave themselves a manual injection to address the high bg. A recommendation was made for the customer to discuss bg levels with healthcare provider.